Manufacturer narrative:
H11: two (2) actual samples without pouches and seven (7) companion samples in unopened pouches were received for evaluation. A visual inspection with the naked eye was performed which revealed all minicaps had evidence of iodine presence indicating that iodine was dispensed during manufacturing. The sponges were dry to touch in the caps that were removed from the pouches. The samples were found with adequate povidone-iodine. The reported condition was not verified. Batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine was dried out in an unspecified quantity of minicaps. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.